Event description:
Confirmed bia-alcl (breast implant-associated anaplastic large cell lymphoma) on left side with allergan style 115 lot 2716355 implant. Cd 30 positive, alk negative. Nodule excised shows alcl.